Event description:
Information received by medtronic indicated that the insulin pump had software error detected error alarm and no motor movement or negligible movement, retries to free a stuck motor failed alarms. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer complained about the device having a pump error 53 and pump error 38 on event date of 21-feb-2022. Device was not able to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump failing rewind test. However self-test passed. The history/trace downloads were successful using thus software. Pump error 38 was alarmed during rewind testing. Pump error 53 was present in the history download on event date of 02/21/2022 23:14:47.000((B)(4), file number= 2005, line number = 5632 ). Multiple pump error 38 as also confirmed in the pumps download history on 02/21/2022 from 23:13:45.000 until 23:45:57.000 . Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: pillowing keypad overlay and cracked case-corner of belt clip rails. Pump was cut open to perform visual inspection and found moisture damage was found on pcba 1, pcba 2 and the motor. Pump error 53 was found in download history, due to software issue confirmed. Pump error 38 was also confirmed in pump download history. Moisture damage found on pcba 1, pcba 2 and the motor was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.